Event description:
IV pump charger had smoke coming from the equipment. A code red was called. The equipment was unplugged and the pt was moved out of the room within five minutes. Due to smoke in the pt room, pt was transferred to another room and the md ordered 12 hours continuous pulse ox monitoring and carbon dioxide level. Biomed found that the ac charger has burn marks around the connection between the block and the ac plug cable. Both latches to lock the ac plug cable are intact. Biomed suspects the charger shorted internally, causing a fire at the connection.